Manufacturer narrative:
A ge service representative performed an on site investigation. The system was booted up allowing adequate time for a file system check and recovery. The system and fluro function were tested and they operate as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.